Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. Broken pressure connector and fiber optic connector has been reported. There was no patient involvement reported.